Event description:
The dentist reported a screw fractured inside the implant. The implant was removed.

Manufacturer narrative:
One implant has been returned for review. The internal hex of the implant has been stripped. The remaining portion of the fractured component has not been returned for review. Evidence of a stuck component was identified within the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.